Manufacturer narrative:
The mvp was implanted within the patient and will not be returned for evaluation. The report of device migration could not be confirmed. Based on the reported information it is possible that the residual flow and high blood flow rate contributed to the reported event; however, the cause for the migration could not be conclusively determined.

Event description:
Medtronic received report of mvp-7q migration as well as post-procedure spleen infarction. The patient was undergoing embolization for a splenic artery aneurysm. The physician planned to embolize the vessel distal to the aneurysm, coil the aneurysm, and embolize the vessel proximal to the aneurysm. The vessel measured 5.35mm distal to the aneurysm. Blood flow rate was high. It was reported that an mvp-7q was detached distal to the aneurysm. The physician was satisfied with the delivery and deployment of the device. At detachment, there was still residual flow. After about five minutes, the plug had migrated 1-2cm. The physician then went to deliver a detachable coil proximal to the plug to reduce flow, and the mvp migrated another 5-6cm. The procedure was continued as planned; coils were placed to embolize the vessel distal to the aneurysm as well as fill the aneurysm, then another manufacturer's plug was placed proximal to the aneurysm. It was reported that the patient experienced a spleen infarction post-procedure and experienced some pain. There has not been any report of medical or surgical intervention.